Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.